Event description:
On (B)(6) 2015 the reporter contacted animas, alleging an unresponsive keypad issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 9/2/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: all keypad button present with intermittent function; keypad peeling; remaining keypad removed and contamination was present under all button contacts; unrelated to the complaint, there is a dim display with a red character hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release,

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.